Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior colporrhaphy, sling urethropexy, extraperionatal vaginal colpopexy and cystoscopy due to bladder prolapse, cystocele and rectocele. Following insertion, the patient experienced mesh erosion, dysuria, chronic vaginitis, and post menopausal bleeding. The patient underwent mesh removal on (B)(6) 2010 due to severe cramping, bleeding and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent revision/excision of vaginal mesh on (B)(6) 2010, due to erosion of vaginal mesh. No additional information was provided.